Manufacturer narrative:
(B)(4) - damaged feed link. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted the firing mechanism was damaged. The device was disassembled and the feed link was found to be broken. However, it could not be determined what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It is alleged that the device would not fire any clips. Tried to fire numerous times but would not work. Uses this product frequently so is very familiar with it. The consultant switched to a competitors product. Unknown if there were any adverse consequences for the patient.